Event description:
A customer reported that during surgery, an ophthalmic suture was thin and the surgeon was having a hard time rotating the thread as it snaps. Surgery was completed on the same day with an alternative suture and with no patient harm. This complaint is pertaining the two of two reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of thinner than usual and snaps; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photos show two sutures in blister packs. One suture from reported lot number and another suture from lot number provided for comparison. Reported issue cannot be confirmed from photos. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Sutures are also 100% inspected by trained operators for discoloration and frays and for proper attachment during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.